Event description:
Magnesium sulfate and calcium gluconate were ordered IV and infusing via tubing and pump. Magnesium first and then calcium was administered. Mid calcium infusion, fluid noticed on the floor underneath the IV pump. Upon further examination of the infusion, a tiny hole was discovered in the part of tubing that is placed directly into the alaris pump. Re-primed the IV bag with another set of tubing and ran the remaining amount of calcium.what was the original intended procedure?infusion via pump.